Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced symptoms of headache, blurred vision, tremors, weakness, and was unable to self-treat. Emergency services were called and customer was treated by firefighters with oral sugar. There was no report of death or permanent injury associated with this event. In addition, a sensor reading of 410 mg/dl was compared against built-in meter reading of 197 mg/dl, taken at an unspecified date/time, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Event description:
A customer reported a high reading issue with the adc device. The customer experienced symptoms of headache, blurred vision, tremors, weakness, and was unable to self-treat. Emergency services were called and customer was treated by firefighters with oral sugar. There was no report of death or permanent injury associated with this event. In addition, a sensor reading of 410 mg/dl was compared against built-in meter reading of 197 mg/dl, taken at an unspecified date/time, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.